Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during procedure preparation. The intended procedure-type was unknown, but was confirmed completed using a spare device. Reportedly, there was no patient impact as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The olympus service center was unable to replicate the event. The following technical defects were found: the front panel was cracked, the main power switch was stuck and the worn-out socket slider switch caused intermittent use of high intensity mode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s front panel functions were not working properly during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.